Manufacturer narrative:
(B)(4): evaluation results and conclusions: (severe calcification, 100% stenosis).

Event description:
A 12.5 mm diameter x 6mm length sprinter legend rx balloon dilatation catheter was crossed to the lesion and when the physician inflated it applying pressure less than nominal, the balloon was ruptured. The target lesion located in the rca # 3 was described as moderately tortuous, with severe calcification and 100% stenosis. After that another sprinter legend rx was used without any issues. The patient is reported to be fine and no other sequelae were reported. The physician commented that the balloon had been ruptured under nominal pressure due to severe calcification. No abnormalities were noted during the preparation and inspection prior to use. Medtronic has received the device and its analysis has been completed. The balloon did not appear to have been inflated. Negative purge confirmed the presence of a leak. A short radial tear was located over the mid section of the marker band. There were not abnormalities noted to the marker band. There was crystallized residue and blood present in the balloon and the inflation lumen indicating the presence of a leak. The distal tip was severely flared and damaged indicating that resistance was encountered advancing the device. No further damage was noted. Information received from the account confirmed that the physician encountered resistance advancing the balloon to the target lesion. As per the event description the leak was detected during inflation of the balloon. The damage noted to the balloon is consistent with the balloon material being pressed against stenosis or calcium as the balloon is inflated resulting in a tear to the balloon material and a subsequent leak. Therefore, it appears most likely that the lesion morphology was the root cause of the reported event. Information received from the account confirmed that another 1.25mm sprinter legend balloon was used to successfully treat the lesion. The possibility exists that the delivery of the initial sprinter legend balloon across the lesion may have resulted in cracking of calcified plaque and partially opening of the stenotic lesion, thus making it easier to deliver and inflate the second balloon at the lesion site. There were no abnormalities noted during the preparation or inspection of the device prior to use. The device has not been identified to be the root cause of the event. The root cause of the reported event was most likely due to patient lesion morphology.